Event description:
Report received from the USA stating that the device was heating up. The device was being used during surgery. There were no pt or user injuries reported. There was no add'l info provided.

Manufacturer narrative:
The device was not received by depuy synthes power tools. If add'l info is received, a supplemental MDR will be sent. (B)(4).